Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery depletion message alert. Technical services recommended to send this device data to engineering to be analyzed. Subsequently, the data analysis was performed, and it was found that the battery depletion message is related to many magnet applications/detections. This alert is resettable. This s-ICD remains in service and no adverse patient effects were reported.